Event description:
MFR rec'd report from physician's office that programming wand failed to program. Troubleshooting did not resolve the issue. Programming wand was returned for analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conductor, which caused the reported problem.